Manufacturer narrative:
(B)(4).

Event description:
After pt injection with juvederm (volume/concentration unk) under the eye through area the pt developed an eye infection which lasted six weeks. The pt was treated with antibiotics and the infection resolved. The pt then developed lumps and crepey skin under the eye troughs. The pt saw a treating physician who removed some of the product with hylase.